Event description:
The customer reported an inability to acquire all leads of a 12 lead ECG.

Manufacturer narrative:
(B)(4): there is no reported negative patient impact. The device and accessories were sent to the philips bench for evaluation. The reported symptom was confirmed. Wear and contamination was noted on the ECG connector. An evaluation of the cables by a quality engineer noted the trunk cable had an intermittent v-6 wire near the round connector. The ECG connector and trunk cable were replaced to resolve the issue. The device then passed all verification testing and was returned to the customer site for use. Philips was unable to determine the cause of the malfunction as multiple parts were replaced. No formal customer communication was requested or provided.